Manufacturer narrative:
Complaint sample was not returned to codman and no lot number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Event description:
It was reported the certas in-line unitized was unable to be programmed after implant and was revised. The valve was implanted to the patient; however, the date of implant and initial setting are unknown. The patient had ventricular drainage before the surgery. The pressure setting was about 100. After the surgery, the pressure setting was 5, but too much fluid was removed. Then the pressure setting was changed to 6-7. The surgeon confirmed that the setting was not wrong. After that, the setting was changed to 8, but fluid did not work this time. The surgeon suspected that certas might fail. The surgery was performed in haste on thursday last week. The certas was replaced with a non-codman valve, which the most high pressure is 400 by five phases of setting. The patient's condition is stable for now. The certas functioned only at the time of pressure setting 8 normally. It did not function when it was changed to another pressure setting. No further information was provided by the hospital. The product will not be returned to your site.